Event description:
It was reported that alarm 2 occlusion event occurred earlier in the day while customer was using infusion set with humalog insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, and received education from technical support about changing cartridges every 48 hours when using humalog, after which customer acknowledged understanding and no further assistance was required.